Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. A company representative met with the patient and while troubleshooting the issue, the representative's clinician programmer (cp) displayed the "replace generator soon" message, and the ipg was non-responsive. Consequently, the patient's scs ipg was replaced. Stimulation therapy was restored postoperatively.